Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by fever coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized for the peritonitis and another indication. On an unreported date, the patient performed capd using a 2000 ml bag with unspecified antibiotics. Further treatment was not reported. The outcome of the peritonitis event and the action taken with dianeal therapy was not reported. No additional information is available.